Event description:
One of the devices had the opening when the cor knots get loaded was more than half way closed. Cannot load cor knot into it. Could not be used. Opened a new unit to complete the case.